Event description:
It was reported this event occurred in the surgery department. The insertion site was the lower arm during a declotting procedure at a 90 degree angle, the basket broke while in use. The basket was removed via a snare and a new ptd device was used. The second attempt was successful. There is no reported delay in treatment. There were no further complications, injury or death reported.

Manufacturer narrative:
(B)(4).